Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak condition. In-lab connectors were connected to the luer adapter and female connector with no issues noted. Functional leak testing was performed with no observed leaks. The reported leak condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the female connector and main body of a minicap transfer set. This was identified when the nurse was flushing the device with a syringe. It was further reported the two portions were not separated and there was no physical damage to the transfer set. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.